Event description:
A journal article was reviewed which contained information regarding this lead. It was reported that the patient received multiple inappropriate shocks due to a fractured right ventricular (rv) lead. The rv lead was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: implantable cardioverterdefibrillator lead failure in children and young adults: a matter of lead diameter or lead design? Journal of the american college of cardiology. 2014;63(2):133-140. (B)(4).